Event description:
Were able to obtain information regarding the manufacturer based on evaluation of returned device.

Event description:
Consumer has a bath bench, and the leg broke off. The housing where the leg goes into the plastic broke. On (B)(6) 2016 - consumer's husband called back, indicating he had to go to the emergency room with a busted head - no stitches, only staples. He indicated it was his second time using the bench. He was sitting on the bench and leaned forward to clean his toes, when he fell forward, hitting his head. His wife helped him out of the tub. The emergency room said he did not have a concussion.